Manufacturer narrative:
Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown. No other issues were observed in the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 19 mmol/l (342 mg/dl). The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a new pod was applied.